Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor memorygel breast implant 500cc (left) and 600cc (right) and experienced capsular contracture, baker grade unknown on the right side and asymmetry on the left side requiring surgical intervention. As a result, the patient underwent removal and replacement of the right side with mentor memorygel breast implant 650cc, catalog# 3506504bc, serial# (B)(4) on (B)(6) 2018. This report is for the left side device.

Manufacturer narrative:
On 1/10/2020, mentor became aware the patient's asymmetry recurred with cutaneous contour deformity on (B)(6) 2019. A skin adjustment (excision of excess skin from mastectomy flap and advancement flap closure) was performed on (B)(6) 2019 in response. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2022, mentor became aware the patient experienced anisomastia on the left side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received a confirmed date of explant and additional information indicating a device migration. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).